Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported the patient had right knee revised due to femoral stem loosen.

Manufacturer narrative:
Catalog updated. An event regarding femoral stem loosening involving a gmrs press fit bowed stem was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. There were no relevant reported discrepancies for the referenced lot. Complaint history review. There were no other similar events for the reported lot. The exact cause of the event could not be determined because device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported the patient had right knee revised due to femoral stem loosen.